Manufacturer narrative:
Litigation alleges the patient has suffered from pain, discomfort, inflammation and large amounts of toxic cobalt chromium ions and particles to be released into the patient's blood, tissue and bone. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Update rec'd 10/19/2016 - sales rep reported patient was revised due to unknown reasons. Part and lot have been updated for all products.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
After review of the medical records for MDR reportability, in addition to what was previously reported the pfs reports retinal cobalt toxicity due to implant leeching metal ions, difficulty ambulating, and metal ion levels at reportable levels.

Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient has suffered from pain, discomfort, inflammation and large amounts of toxic cobalt chromium ions and particles to be released into the patient's blood, tissue and bone.

Event description:
Complaint description: litigation alleges the patient has suffered from pain, discomfort, inflammation and large amounts of toxic cobalt chromium ions and particles to be released into the patient's blood, tissue and bone. Update rec'd (10/19/2016 - sales rep reported patient was revised due to unknown reasons. Part and lot have been updated for all products. Complaint updated 10/24/2016. Update : 11/22/2016 pfs received. After review of the medical records for MDR reportability, in addition to what was previously reported the pfs reports retinal cobalt toxicity due to implant leeching metal ions, difficulty ambulating, and metal ion levels at reportable levels. The complaint was updated on: (B)(6) 2016. Update ad 17 aug 2018: (B)(4) has been reopened under (B)(4) due to the receipt of ppf and sticker sheet. There is no new allegations. Doi: (B)(6) 2009 - dor: (B)(6) 2016 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.